Manufacturer narrative:
The qc recovery was within -2 standard deviations (sd) and was within specifications. There was no indication of a performance issue with the reagent or instrument. The alarm trace showed sample clot alarms for all modules. This is an indication of possible poor sample quality. The field service engineer (fse) inspected the module and did not find any issue with the hardware. The instrument check showed the module was working within specifications. The engineer has decontaminated the module and the issue was reported to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 58 patient samples tested on the cobas e 801 module. The customer has been rerunning the patient samples as there were also alarms from the measurement cell. The reporter provided the following examples of discrepant results: sample 1 - on (B)(6) 2022 at 8:55 pm, the initial result was 13.00 pg/ml. The doctor requested a rerun as they did not trust the initial result. On (B)(6) 2022 the repeat result was 7.83 pg/ml. Sample 2 - on (B)(6) 2022 the initial result was 25.40 pg/ml. On (B)(6) 2022 the repeat result was 14.4 pg/ml. Sample 3 - on (B)(6) 2022 the initial result was 18.00 pg/ml. The doctor requested a rerun as they did not trust the initial result. On (B)(6) 2022 at 7:53 am, the repeat result was 6.60 pg/ml. Sample 4 - on (B)(6) 2022 the initial result was 22.60 pg/ml. The repeat result was 13.0 pg/ml. On (B)(6) 2022 it was reported that the field service engineer (fse) inspected the module and found that there were abnormal procell signals in one of the cells, days before the event. The fse changed the measuring cell. The customer noted that the high results were no longer observed, but stated that they were having issues with stability. On (B)(6) 2022 the customer reported the following results: sample 5 - the initial result of the initial sample was 20.40 pg/ml. The result of a new sample after 3 hours was 8 pg/ml. The repeat result of the initial sample after three hours was 10.10 pg/ml. No questionable result was reported outside of the laboratory. Sample 6 - the initial result was 36.10 pg/ml. The repeat result after three hours was 26.20 pg/ml. No questionable result was reported outside of the laboratory. The reagent lot number is 640989. The expiration date is jan-2023.